Event description:
It was reported that the patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy and appendectomy in 1997. The fascia was closed with running interlocking absorbable suture. The skin was closed using skin clips. In 1997, the patient presented to the emergency room and was diagnosed with a wound infection of the abdominal wall. The patient had a spontaneous purulent sanguinous discharge from the wound site, associated with fever and chills. The patient was re-admitted to the hospital, a drain was inserted and patient was treated with IV antibiotics. (Duracef 500 mg bid) and vicodin. Patient was discharged the following day.